Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the debubble release valve (drv) was not draining the bubbles from the flow cell and causing negative control to go high. He replaced the drv and the sample line from the sample filter to the pipette bypass valve (pbv). The repairs were verified as per service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported positive and negative control failure on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.